Event description:
The customer, reported via the sales rep that while placing the endcap, the endcap fell off the screwdriver into the humerus head. The surgeon further reported that he did not remove the endcap because that would not have been possible without damaging the head.

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional info will be reported in a supplemental report.